Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Band slippage is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippage may require band repositioning and/or removal. Immediate re-operate to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation."

Event description:
Doctor reported events of anterior and posterior band slippage from journal article: "revision of laparoscopic adjustable gastric banding:: success or failure?", obes surg (2012) 22:287-292. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.